Manufacturer narrative:
While it is unk if the device caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and level of exposure to the material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Eval of the implant's surface properties did not show any deviations.

Event description:
It was reported that an osseospeed tx dental implant was removed due to suspected titanium intolerance. A (B)(6) pt experienced headaches after implant placement and the dentist removed the implant.